Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4068-52 lead, implanted: (B)(6) 1996. (B)(4).

Event description:
It was reported that the patient reported to the emergency room with atrioventricular block and heart rate in in the high 30-low 40 beats per minute. The device was noted to not be pacing and could not be interrogated. A few days later, the device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.